Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "saline rupture". This record is for the right side. The device remains implanted.

Event description:
Patient reported "saline rupture". Healthcare professional reported deflation. This record is for an unknown side. The device remains implanted.

Manufacturer narrative:
Clarification to b5 description of event, d4 device information, and h10 related report numbers: patient reported a left side deflation and right side no complaint, but the healthcare professional reported a right side deflation and left side no complaint. It is unclear which side the deflation is on at this time. In addition, patient initially provided the device information for unknown sides. Therefore, deflation is conservatively being reported for both devices until confirmation on the affected side is received. Mrn 9617229-2026-06297 relates to the contralateral side device. Additional, changed, and/or corrected data: b5, d3, g1, g2, h10, h11